Event description:
It was reported that the user experienced high blood glucose while using the ilet system, with a peak of 350 mg/dl after a typical meal, no infusion set leak noted, and no additional alarms, and the event was categorized as hyperglycemia with cause unclear and device problem and component information insufficient. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.